Manufacturer narrative:
Insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly or motor noted during testing. Insulin pump had a cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the inuslin pump may have been exposed to moisture. Customer's blood glucose reading was 110 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.